Event description:
It was reported that, "the patient had a revision surgery due to a loosening of the tibial component on (B)(6) 2010. The surgeon replaced all components with some cement molds in this revision surgery."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.